Event description:
Patient was admitted to the hospital (B)(6) mar. On (B)(6) 2025 a stage 3 pressure injury was observed on the buttocks by the facility. There was no indication of injury progression or what, if any, additional treatment was required for the pressure injury. Review of the guardian system controller data noted there were user facing events related to potential leakage of air within the system in the days leading up to the injury discovery. These alerts prompt the user to address the issue, including changing out of the surface if necessary. Data from the system indicated that some of these leak alert events went unaddressed for excess periods of time (> 3.5 hours and > 10.5 hours). In addition, some leak alert events were cleared by the user without changing of the surface. If any further relevant information becomes available, an update to this report will be filed.

Manufacturer narrative:
This injury was discovered by turncare through a review of hospital hapi report information. There was no allegation from the customer that the guardian system caused or contributed to the pressure injury event, and it cannot be determined the leak alert events caused or contributed.